Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed displacement test, basic occlusion test, prime test, operating currents, self-test and off no power. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had multiple motor error alarms 2 or 3 times on the insulin pump. Customer stated that he experienced the first motor error alarm during the first week of receiving the pump. Customer tested his blood glucose so he can give himself a bolus and when he was looking back at the pump, it had the message. Customer stated that the pump restarted and he received a motor error alarm again when he attempted to fill the cannula. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer stated that the drive support cap appears normal. Customer reported having a motor position encoder error alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.